Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient experienced pain at the ipg site since the device was too superficially. Patient had also lost weight. To address this issue patient underwent surgical intervention on (B)(6) 2019 where the physician anchored the site deeper and post operatively effective therapy was restored.